Event description:
Tm humeral stem trials got stuck in the pt. The proper reaming and trial were verified and correct. The surgeon did an osteotomy to remove the trial, after first trying unsuccessfully to remove it with a slap hammer.

Manufacturer narrative:
(B) (4). Eval: the notes provided do not describe in detail which or how the reamers were used to prepare the canal. No lot number of the distal pilot or part was provided to evaluate. The proximal trial meets dimensional specifications where measured. The trials are nominally designed to be undersize to the prepared canal. The distal pilot is designed to be even more undersize than the proximal trial. The exact cause cannot be determined with certainty. Eval: no product was returned. Review of the device history records for the proximal trial did not find any deviations or anomalies. Review of the device history records for the distal trial was not possible as the lot number required for retrieval is unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.